Event description:
User facility reported that the device was in use with pt on (B)(6) (amount of time in use not confirmed). According to reporter, the pt was in a confused state and pulled the device out. The catheter reportedly broke and a portion (approx 10 cm long) remained in pt's urethra. According to reporter, the remaining catheter fragment was removed at a later time. The method used to retrieve the fragment was not disclosed.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.